Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient connecting the mobile power unit (mpu) to the controller. And nothing happened, was confirmed via the returned mpu. The heartmate mobile power unit, serial number (B)(6) , was returned and evaluated at the service depot. The mpu was connected to power and the system did not light up as intended, confirming the reported event. The issue was then isolated to its power supply not providing voltage output. The mpu was returned to the customer, unrepaired and labeled ¿not for human use¿. The root cause of the reported event was determined, to be a damaged power supply printed circuit board (pcb). The device history records were reviewed. And the records revealed, the heartmate mobile power unit (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped from thoratec on 29jan2020. Heartmate iii patient handbook under section 3, ¿powering the system¿ covers how to ensure that the mobile power unit is plugged in to ac power properly. It also covers how to make sure to pull back on the end of the power cord to ensure a secure connection has been made. In addition, heartmate iii patient handbook mentions, that the mobile power unit should not be plugged into an outlet that is controlled by a wall switch or an outlet that is on a multiple outlet adapter (power strip). Heartmate iii instructions for use (IFU) section 8, ¿equipment storage and care¿. Heartmate iii patient handbook section 6, ¿caring for the equipment¿ explain how to care for and clean all equipment, including the mpu. Additionally, section 10, of the patient handbook entitled ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad, including the mpu. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was connected to the mobile power unit (mpu) and nothing happened. The mpu did not power up and a message was received on the controller to connect to power. The patient was issued a loaner mpu. The mpu was under warranty and a replacement was requested. It was believed that the mpu had a v-lock connector on the a/c power cord because it was a brand new mpu. The power cord did not come loose at the wall/outlet or the back of the unit. The patinet reported that there were no environmental circumstances that affected power because the other electronics functioned in the outlets with no issue.